Manufacturer narrative:
UDI# : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
During a case, an intra-op o-arm scan was performed to verify lead placement during a dbs surgery. The o-arm scan would not merge with any of the previous scans loaded into the patient folder. The o-arm scan did merge to the previous scans using a medtronic stealth station. When attempting to use the 3.1.4 software feature of ¿recalculate¿ after manually adjusting, the merge still did not work. The physicians attempted to manually merge the imaging. The manual merging looked accurate, however, when the merge was confirmed/accepted it appeared on the next screen that the merge reverted back to the original bad automatic merge. A high amount of artifact was noted in the o-arm scan. This could have contributed to the misinterpretation of the manual merges. Fortunately, the surgery was not delayed more than 5 minutes as the scans were able to be merged via the medtronic stealth system.

Manufacturer narrative:
A detailed analysis of the data logs has been performed and led to the following observations : - the first issue described in the complaint description referring to the recalculate feature was due to a known software anomaly; the function recalculate is supposed to provide a better merge solution following coarse manual adjustments, but in the subject case the function did not work as expected by the user since it did not permit to get a better result of the merge. The automatic merge feature of the rosa software does not find adequate solutions in all cases, this is why manual adjustments are still possible during the fusion process to allow fine tuning of the fusion until an acceptable result is obtained. - the second issue described in the complaint description (the merge reverted back to the original incorrect automatic merge after manual adjustments) could be neither reproduced nor confirmed. The different tests carried out have confirmed that the software does take into account the manual adjustments after having validated them.

Event description:
During a case, an intra-op o-arm scan was performed to verify lead placement during a dbs surgery. The o-arm scan would not merge with any of the previous scans loaded into the patient folder. The o-arm scan did merge to the previous scans using a medtronic stealth station. When attempting to use the 3.1.4 software feature of ¿recalculate¿ after manually adjusting, the merge still did not work. The physicians attempted to manually merge the imaging. The manual merging looked accurate, however, when the merge was confirmed/accepted it appeared on the next screen that the merge reverted back to the original bad automatic merge. A high amount of artifact was noted in the o-arm scan. This could have contributed to the misinterpretation of the manual merges. Fortunately, the surgery was not delayed more than 5 minutes as the scans were able to be merged via the medtronic stealth system.